Event description:
Newborn preemie was tested with the device and rec'd a result of 77mg/dl, a lab was done with a result of 41mg/dl. The pt was treated based on the device result. A glucose drip was given. Controls were stated to be in range. A request was made for the return of the suspect device but the customer refused replacement.